Event description:
Upon receiving a critical action lab value regarding a ptt, registered nurse (rn) checked patient and found that an infusing heparin bag was empty, and the alaris pump had not alarmed air in line as would be expected with no medication in tubing. The nurse concluded that the patient had received 2 heparin boluses in the amount of 250cc heparin. The heparin drip was discontinued. Patient was evaluated by medical team, observed and later considered to have stabilized after labs normalized. Biomed retrieved pump, alaris brain shc97575 and alaris channel shc18726. Upon inspection of the channel, it was noticed that the spring platen door was not attached correctly which would allow the medication to freely flow as there was no stopping mechanism for the IV tubing. The pump brain was interrogated without issue. Biomed intends to replace the platen door. Furthermore, biomed added that "the platen door was broken when the pump was obtained from the unit at our 300p shop. What we've learned about this commonly repaired part is that the materials that are used to clean the pumps (sani-cloth and other types of wipes) are a contributing factor and that this part is replaced pretty frequently. Even after the recall from bd in which they supplied newer doors, we still find ourselves replacing this part pretty often. I feel confident in saying that the door that was replaced was one of the newer doors, so it wasn't associated to the recall since looking at the history of the pump we had no door replacements ever since then.